Event description:
When attempting to remove the foley catheter, nurse had trouble removing the saline from the balloon. The saline only came out a few cc's at a time. When the balloon was empty, nurse pulled the catheter, but it was stuck. Nurse gently massaged pt's bladder for a few seconds. Foley came out.